Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2008, and mesh were implanted; and sometime in (B)(6) 2005 pelvilace was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary obstruction, adhesions, burning sensation, dysuria, and recurrent urinary tract infection. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It has also been reported that the patient underwent a gynecological procedure on (B)(6) 2013, approximately, for pain, erosion and extrusion of mesh, infection, urinary and bowel problems, dyspareunia, bleeding, organ perforation, vaginal scarring, and recurrence. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.